Event description:
Pt augmented with mentor saline mannary implants. Four years later - pt awakened with deflated left implant. Deflated implant removal - replaced with mentor saline implant. Implant was completely deflated.